Event description:
Received patient from surgery, placed on ventilator; pt on ventilator approx 3-5 minutes when alarms sounded and ventilator screen read "critical error" . Patient immediately taken off ventilator and manually ventilated with ambu bag. Vent turned off and back on and continued to read "inoperative". Ventilator removed from pt and another ventilator was used for pt. Covidien rep reviewed error log and found error kb0033; replaced the inspiratory auto zero solenoid, let vent run overnight. No further problems or errors occurred. Device was placed back into service.